Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She manually removed the remaining pledget piece from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.